Event description:
The customer reported that the screw broke during surgery. The surgeon completed the procedure successfully using another item available in the theatre.

Manufacturer narrative:
Suspected root cause: based on the limited amount of info received: use of damaged or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over a bent guidewire.